Manufacturer narrative:
(B)(6). The foreign material reported was returned for analysis. Product testing was conducted and the ''white debris'' was submitted for analysis by fourier transform infrared (ftir) spectroscopy in order to identify the material. The visual examination performed revealed white plastic debris. The ftir analysis indicated the bulk of the material is polypropylene, which may have been exposed to moisture and cellulosic material, or is consistent with a polypropylene/cellulose composite material. The pcb00v (tecnis optiblue with itec) delivery system was received. The pcb00v delivery system was visually inspected. Visual inspection revealed scarce amounts of viscoelastic solution on the cartridge which indicated that the system was handled and prepared for surgical use. No lens was observed inside the device. The cartridge tip was cracked. The plunger and pushrod were fully advanced in the preloaded insertion/delivery system. No assembly error and/or defect was observed in the preloaded insertion/delivery system that was related to the manufacturing process. No debris was observed in the insertion/delivery system that was received. However, based on the ftir results, the material found is compatible with the manufacturing materials used during the manufacture of the pcb00v lens. A review of the manufacturing records was performed. The manufacturing process record was evaluated. The production order was manufactured june, 2015. The product was manufactured and released according to specification. One (1) non-conformance report was issued; however, the report was reviewed and did not contribute to the complaint of debris/particles. During manufacturing, the operators conduct a cosmetic inspection. The operators inspect the pushrod-plunger assembly for defects and ensure that the optic body of the lens is flat, alignment correct and lens loaded and seated correctly. The directions for use (dfu) for the tecnis optiblue pcb00v, lens states the following: inspect the device for particles, material deposits, damage, or other defects. Do not use the device if the cartridge tip is damaged, nicked, split or cracked open. Conclusion code: this code was used as there was no failure of the device; lens was implanted, however, the returned foreign material was found to be compatible with materials used in the manufacture of the lens. The exact origin of the foreign material was not identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age at time of event or date of birth: unknown. Sex/gender: unknown. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). Section has been completed by the manufacturer. The product was returned to the manufacturer site for evaluation; however, the debris evaluation has not yet begun. This report is being filed on an international product, intraocular lens (iol) model number . Pcb00v that has a similar product distributed in the united states, iol model no. Zcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after implantation of the intraocular lens, as white debris was found on iol. The surgeon conducted irrigation/aspiration(I/a) operation. However, a white debris found again. Therefore, the surgeon took it out from the patient''s eye with surgical instrument. No patient injury reported.